Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reader was not detecting the implantable cardiac monitor (icm), and there was no telemetry with remote monitor. The patient wanted to send a transmission, but the progress bar never loaded. Troubleshooting steps included power cycling the reader and readjusting its position multiple times, but these actions did not resolve the issue. The patient was referred to their clinic for an in-office check. The icm remains in the patient. No patient complications have been reported as a result of this event.